Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 1.6: lab: 8.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2009; inratio: 1.6; ref: 8.0; mean: 4.80; confidence limits: 2.6-6.9. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Previous in-house test on strip lot 216969 from (B)(4) revealed no discrepant results on referenced and in-house meters. No further action is required. Mean calculation from comparison test data provided by end-user revealed product deficiency test is required to be performed. Strip accuracy test was performed on (B)(6) 2009, (B)(4) retain and returned strips from 216969. Product deficiency was not established. Meter and strips were not expected to be returned. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 10/13/2009, 8 discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.